Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 300 units of insulin. Reportedly, the insulin gauge displayed 105 units. The customer's blood glucose level was 214 mg/dl. Reportedly, the customer declined to reload the existing cartridge and will continue using the existing cartridge for insulin therapy.